Event description:
It was reported that the patient underwent a full system explant procedure to remove the implantable pulse generator ipg, leads and clik anchor due to unpleasant stimulation. The patient was noted to be healing adequately post explant procedure. Boston scientific subsequently received additional information providing the physician telephone number.

Event description:
It was reported that the patient underwent a full system explant procedure to remove the implantable pulse generator ipg, leads and clik anchor due to unpleasant stimulation. The patient was noted to be healing adequately post explant procedure. Boston scientific subsequently received additional information providing the physician telephone number.

Manufacturer narrative:
Device technical analysis: the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. Investigation conclusion: the investigation concluded that the reported event of patient being explanted due to unpleasant stimulation was not confirmed through device analysis. Therefore, no problem was detected.

Manufacturer narrative:
Correction to block e4 - corrected from yes to no. Device technical analysis: the returned ipg was analyzed and the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies. Investigation conclusion: based on all available information, engineers concluded that the event of the patient experiencing undesirable stimulation and undergoing and explant procedure of the full system, is a known risk of implanting a pulse generator as part of a system to deliver stimulation. Laboratory analysis of the returned device did not reveal any anomalies.

Event description:
It was reported that the patient underwent a full system explant procedure to remove the implantable pulse generator ipg, leads and clik anchor due to unpleasant stimulation. The patient was noted to be healing adequately post explant procedure. Boston scientific subsequently received additional information providing the physician telephone number.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5142039. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: null, batch: null. (B)(4).

Event description:
It was reported that the patient underwent a full system explant procedure to remove the implantable pulse generator ipg, leads and clik anchor due to unpleasant stimulation. The patient was noted to be healing adequately post explant procedure.